Event description:
It was stated that the paramedics were called to the customer's work to treat low blood glucose levels of 32 mg/dl. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.